Manufacturer narrative:
Device is a combination product. Device code 2923 relates to component code 515. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. But the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications., if the device is returned and , if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the very calcified proximal right coronary artery (rca). After pre-dilation was performed, a 3.50x8mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. However, upon removal of the device and when a guidezilla guide extension catheter was inserted, it was noted that the stent had fallen off of the balloon inside the rca. The patient was transferred to another hospital. No further complications were reported and the patient's status was fine.